Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 8.0 cm to 8.6 cm and 8.7 cm to 9.0 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
Related manufacturer reference number: 2017865-2024-70338. Related manufacturer reference number: 2017865-2024-70342. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the pacemaker the right atrial (rv) and atrial (ra). The physician elected to explant and replace the pacemaker rv ad ra lead. The patient was in stable condition.